Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A 36 + 0mm ceramic v40 head was revised to a 40 mm biolox delta anatomic universal taper femoral head with a +4 mm universal v40 taper adapter sleeve. No other information about the revision was given.